Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with her sensor and blood glucose level readings. The customer first received a low predict, next she administered insulin, then she received a calibration error, and lastly her insulin pump went into threshold suspend. Her blood glucose level was 115 mg/dl and her sensor glucose reading was 45 mg/dl. The product was not returned. Nothing further to report.